Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v412728, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient noted: "I have let you all know for the last 2.5 years that every now and then the guidewires burn they hurt... I can't even use the heaters in our seats because it bothers them so bad." It was clarified the patient was talking about her leads. It had been that way since time of implant, but that it was not constant "it goes and comes, especially when I go in the bathtub, it's really bad or if I use the heater on the car seats." The patient noted: it goes crazy and she can feel it pounding and it is not the normal pace or rhythm. The patient noted: "the machine works, without it I'm miserable... It's not an everyday occurrence." The patient told neurologist from day one. The patient noted: told manufacturer's representative about it as well and the last time she saw her was 2-3 months ago. The patient noted: "they just tell me I'm crazy." The physician's assistant had to change the settings every 3-6 months because of this issue. The patient noted: he keeps telling me there is no evidence and it has to be something else but the patient stated: "I dont think it is." The patient stated "in my vaginal area I just scratch and scratch and scratch. "I even told gynecologist about it he has me on probetazole because it hurts so bad at times. I just start digging and digging and digging so he has to have me on that so I don't get an infection." Patient noted: hers is on the right side and crosses over to the left side. The patient stated that is the part that itches in her personal area "in the back where it crosses over." If additional information is received, a follow up report will be sent.